Event description:
A us distributor returned electrode belt sn (B)(4) indicating that it could not communicate with an test monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported (does not communicate with test monitor) was confirmed. Upon evaluation the hex crimp ferrule connector was detached from the j702 connector inside the distribution node (nd). The cause of the inability to communicate is the damaged connector. The cause of the damage connector is the pulled cable. The root cause of the damaged cable and wires cannot be positively identified. No adverse event resulted form the damaged cable and wires.